Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. The customer did not return the defibrillation therapy cable assembly with the device for testing. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control performed a clinical evaluation of the reported event and concluded that the device use did not contribute to the death of the patient.

Event description:
The customer reported that during a patient incident, their device was not detecting the patient¿s rhythm through the defibrillation therapy cable. The customer indicated that they had a backup device available within about 15-20 seconds. With the backup device, they connected the same defibrillation therapy cable and the device was able to detect the patient. The customer indicated that did provide defibrillation shocks to the patient, however details of how many shocks was not provided. The patient did not survive the event. The customer indicated that they didn't believe the reported issue contributed to the death of the patient as the backup device was deployed within 15-20 seconds.